Manufacturer narrative:
Follow-up was performed with the customer and the following additional information was obtained: the issue was identified during the procedure. The image was inverted. The surgeon did confirm the desired orientation when the endoscope was installed. There was no indication of the image orientation provided to the user via the user interface. The endoscope and the endoscope adapter were still engaged. There was no damage on the endoscope adapter. Prior to the event, the endoscope was not manually rotated 180 degrees. The procedure was completed robotically. The vision issue did not result in patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that the image flipped on the monitor. There was no report of patient involvement or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope and failure analysis has been completed their investigation. Failure analysis investigations did not replicate nor confirmed the customer reported complaint. The endoscope was visually inspected and found with cosmetic damage, the housing shell exhibited laser marking fading and/or removed. Visual inspection confirmed hairline crack on the button pack assembly. The endoscope was found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope failed focus test at a working distance of 140 mm in right eye.